Event description:
Additional information received reported the root cause for the inadequate pain relief was neuropathy exacerbation. It was reported there was no device malfunction. Exact symptoms the patient experienced included burning and freezing pain in their back and legs. In terms of how the patient was now doing, it was reported the health care provider (hcp) was working on stabilizing the patient. It was later reported that the patient¿s hcp was ¿telling her something different now than what he said before¿ and she no longer trusted him. It was reported the hcp was mad at the patient because she wouldn¿t agree to have a different medication placed in the pump. The patient didn¿t know if the pump would be helpful anymore since the neuropathy had spread and it was noted she ¿may want it removed¿. It was reported there were any changes to the patient¿s dose/concentration of medication.

Event description:
It was reported that the patient had a new area of neuropathy develop and her pump was not relieving her pain. The patient was using a heating pad on her lower back to try and manage the pain. The pain and neuropathy developed ¿about¿ three days after the patient got home from a bladder repair surgery a month prior to the report date. The managing health care provider (hcp) did do a dye study ¿a week ago¿ to check if there was a problem with the catheter. The results of the study showed the catheter to be intact and functional. It was then reported the day of the study had been monday, it was unclear if that meant 2013 (B)(6) or 2013 (B)(6). Following the study, the patient got home and used her heating pad and then within twenty minutes, she was on her way to the emergency room. The patient was admitted to the hospital because, she was in pain and her legs were ¿jumping everywhere¿. It was noted, the patient was also on 8 milligrams of dilaudid orally every two hours. While the patient was in the hospital, they were put on intravenous dilaudid and it ¿didn¿t phase it¿ so they had to put her on a patient controlled analgesia pump. It was reported, the patient¿s managing health care provider (hcp) had the patient on 900 milligrams of neurontin three times per day and the patient would fall asleep ¿all the time¿ and was falling. It was reported, ¿he¿s got her on so much neurontin that it¿s dangerous¿. The patient had been on the neurontin since she was hospitalized on monday. The plan moving forward with the managing hcp was that he could reportedly direct some pain medication from the pump to the new area of pain. The patient was to follow up in a ¿couple of weeks¿ regarding the plan. The device system was used to deliver fentanyl and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709sc lot# n177750006, implanted: 2009 (B)(6); product type catheter. (B)(4).